Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument's pitch cable was starting to unravel at the distal clevis hub. The instrument was placed on an in-house is3000 system, recognition and engagement passed. The motion was intuitive and the grips opened and closed with no issues. The electrical continuity passed. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however the pitch cables starting to unravel were to recur could cause or contribute to an adverse event.

Event description:
It was reported prior to starting a da vinci surgical procedure, the wire was broken on the fenestrated bipolar forceps instrument. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.